Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Threads broke. Update 28/january/2022: spoke to rep. Instrument was observed with thread damage during a revision of stryker hip implants. There was no surgical delay. Rep confirmed no further information will be released by the hospital or surgeon.

Event description:
Threads broke update 28/january/2022: spoke to rep. Instrument was observed with thread damage during a revision of stryker hip implants. There was no surgical delay. Rep confirmed no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a restoration modular separator was reported. The event was confirmed through visual inspection of the returned device. Method & results: device evaluation and results: visual inspection of the returned device indicated that the threaded portion of the device has fractured off. There is no indication that the event was a result of a material integrity issue. If further information becomes available additional testing will be performed. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: visual inspection of the returned device indicated that the threaded portion of the device has fractured off. There is no indication that the event was a result of a material integrity issue. The exact cause of the event cannot be confirmed as insufficient information was provided. Further information such as video/photographs of the event as it occurred as well as return of the device and primary operative reports are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Threads broke. Update (B)(6) 2022: spoke to rep. Instrument was observed with thread damage during a revision of stryker hip implants. There was no surgical delay. Rep confirmed no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.